Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2017-02133. 1. Narrative/corrected data: results: the introducer sheath of the second penumbra smart coil (smart coil) was kinked. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned devices revealed the embolization coils had offset coil winds near their proximal ends. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, resistance may be encountered, and damage such as this may occur. The offset coil winds caused resistance when attempting to advance during functional analysis. Further evaluation revealed the first smart coil¿s pusher assembly and the second smart coil¿s introducer sheath were kinked. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02134.

Manufacturer narrative:
Results: the introducer sheath of the second penumbra smart coil (smart coil) was kinked. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned devices revealed the embolization coils had offset coil winds near their proximal ends. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, resistance may be encountered, and damage such as this may occur. The offset coil winds caused resistance when attempting to advance during functional analysis. Further evaluation revealed the first smart coil¿s pusher assembly and the second smart coil¿s introducer sheath were kinked. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02133.

Event description:
The patient was undergoing a coil embolization procedure to treat a congestive heart failure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple coils and smart coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance two smart coils out of their introducer sheaths and into the hub of the microcatheter. The smart coils were therefore removed, and the procedure was completed using new smart coils and additional coils. There was no report of an adverse effect to the patient.